Event description:
On (B)(6), an email was rec'd from the mother of a (B)(6) consumer. The email advised that the daughter was taken by ambulance to the hospital on (B)(6) 2013 after passing out in the shower. The mother said she had flu like symptoms and had to be taken to the hospital by ambulance. While at the hospital her blood pressure dropped to 42/27 and she was immediately transported by ambulance to another children's hospital ICU where she was diagnosed with toxic shock syndrome. According to the info in the email, she was on the last day of her period and had used playtex tampons for the past 2 yrs with no problems. Her mother further states she remained in the ICU for several days and rec'd IV fluids and antibiotics. Her kidneys were not functioning properly and she developed fluid in her right lung. Her blood pressure remained very low while her heart rate was high. She was released on (B)(6) 2013 with two prescribed medications (doxycycline and cefdinir).